Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in one piece. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil at 1.7 ¿ 2.2 cm and 10.6 ¿ 10.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.